Event description:
The customer reported that the "liabd" did not detect air in the venous line. The condition was noted by clinic staff; no pt injury or medical intervention. The gambro technical svcs (gts) rep was unable to duplicate but replaced the "uabd" transducer.